Event description:
It was reported the patient (B)(6) is unable to charge the ipg and has lost stimulation. A replacement charger did not provide resolution. As a result, the patient's ipg is inoperable. In turn, the patient will undergo surgical intervention at a later time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention to explant and replace (with a different model) the ipg which resolved the issue.

Manufacturer narrative:
Results: the claim about: ¿ipg inoperable¿ was not confirmed. However, as received the ipg was at low battery and at stim off. The blue screen data indicated that it has been 45 days or more since the ipg was last charged. After the ipg battery was fully charged, the returned ipg was then tested to manufacturing specifications using the autotester. The ipg passed all tests on the autotester. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.